Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector experienced leakage and issues with fluid passing through. The following information was provided by the initial reporter: customer complained of leaking at luer lock and having issues with fluid passing through on some samples.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector experienced leakage and issues with fluid passing through. The following information was provided by the initial reporter: customer complained of leaking at luer lock and having issues with fluid passing through on some samples.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 06-mar-2023. Investigation summary: 1 used sample for model # mp5303-c were returned for investigation. It was reported by customer that "leaking at luer lock and having issues with fluid passing through". Prior to functional testing the set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The set was connected to a 10 ml bd syringe filled with water and attempted to be flushed. The sample showed sign of occlusion at the female luer adapter connected to the maxplus connector. The set was examined under a microscope and excess solvent was observed near the female luer which caused the occlusion. A device history record review for model mp5303-c and lot number 22119070 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.